Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first two clips were successfully deployed. Then a third clip delivery system (cds) was advanced to the mitral valve; however, when the clip grasped the leaflets, the mean pressure gradient increased to 5-6mmhg. The leaflets were un-grasped and the mean pressure gradient returned to baseline. An attempt was made to re-position the clip; and therefore the clip was closed and retracted into the ventricle. But, it was not possible to re-open the clip. A decision was made to remove the cds with the clip attached and stop the procedure. Two clips were implanted, reducing mr to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open the clip was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficult to open the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.